Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 186 mg/dl, 248mg/dl. Tests were done with less than 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.